Event description:
It was reported that prosthetic aortic valve paravalvular leak (pvl) occurred. The patient's native aortic annulus was 23.2mm with severe aortic calcification and extreme left ventricular outflow tract (lovt) calcification. A calcium chunk was protruding 4.5x8.8mm into the lumen of the aortic annulus and the calcification extended to the anterior leaflet of the mitral valve. Balloon aortic valvuloplasty (bav) was performed with a 20mm non-bsc balloon followed by the advancing of a 23mm lotus edge valve for implantation. The lotus edge valve was repositioned twice in an attempt to mitigate pvl. A higher position was not possible due to the small left coronal distance of 10mm. The physician decided to release the lotus edge valve, who saw the final position as the best possible result. Fluoroscopy showed that a calcium spur compromised the valve frame in such a way that it had no contact with the aortic wall on two sides. The final result was moderate pvl, due to anatomical conditions. The procedure was considered successful. No patient complications were reported. The patient is planned to be discharged home within a few days.